Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert. The customer¿s blood glucose level was 294 mg/dl. The customer stated that they did not received a weak battery alert after inserting current battery. The customer stated that the drive support cap was normal. The customer also stated that they did not allege insulin pump was under delivering. The customer also stated that they had symptoms like nausea. Troubleshooting was performed and customer states the insulin exited. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.